Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that the unspecified bd safe clip experienced possible breakage. The following information was provided by the initial reporter: I got a safe clip device. I think this one is broken.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for not clipping (cutter blocked) due to unknown lot number.

Event description:
It was reported that the unspecified bd safe clip experienced possible breakage. The following information was provided by the initial reporter: I got a safe clip device. I think this one is broken.

Manufacturer narrative:
The following information has been corrected: date received by manufacturer: 2021-12-11.

Event description:
It was reported that the unspecified bd safe clip experienced possible breakage. The following information was provided by the initial reporter: I got a safe clip device. I think this one is broken.